Event description:
Laparoscopic cholecystectomy - "device appeared to fail to load clip in jaws of the clip applier. Shortly afterwards, the jaws of the clip applier detached from the shaft of the clip applier. Surgeon removed the 5mm epigastric port and placed a 1mm port. Surgeon retrieved the detached jaws from the abdomen of the patient. Surgeon then inserted a second ca500 into the abdomen, and very quickly commented that this clip applier was jammed."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.